Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no problem during the pre-test, but it was naturally removed half a day after being placed. It seems that sterilized water leaked out after a few hours.

Event description:
It was reported that there was no problem during the pre-test, but it was naturally removed half a day after being placed. It seems that sterilized water leaked out after a few hours. Per notification from ucc on 08dec2025, it was reported that the asymmetrical balloon present at ratio 0:100 was found during sample evaluation on 08oct2025.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using inhouse syringe. However, asymmetric balloon was observed with balloon concentricity 0:100. The catheter balloon 10ml deflated in 1min and 14 seconds. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.